Event description:
Cardiologist was attempting to stent lt renal artery. When balloon was inflated, it ruptured with stent partially deployed. Attempts to retrieve stent were unsuccessful. Stent was visualized under fluoroscopy as being in right fem. Artery pt was taken to surgery for surgical removal of stent. Stent was removed under monitored anesthesia care adn pt was discharged from o.r. In stable condition. Pt tolerated procedure well.